Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.

Event description:
It was reported that the fixed anchor broke. Another device was used to complete the surgery. The case was successfully performed with the second product.